Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that 3 days after implant placement, implant at tooth site 26 had to be removed due to trigeminal neuralgia (neuralgic pain in the superior branch of the trigeminal nerve). Pain, inflammation and edema were reported as a result of the event. Patient will have to return to place a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite tapered certain implant 4 x 8.5mm (xifnt485) was returned for investigation. Visual evaluation of the as returned implant identified bone residue around the external threads (due to usage) but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (trigeminal neuralgia). However, measurements were taken using a caliper and the device was determined to be within design specifications. Device history record (DHR) review for the lot (2022030212) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op#0210). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (2022030212) for similar events (complaint category keywords: medical: other ¿ trigeminal neuralgia) and no other complaint was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient conditions were unknown/unverifiable.